Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule was found under the pt's tongue. No serious injury to the pt was reported.